Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported on medwatch (B)(4): "2 stryker t20 screw drivers broke in patient, fragments retrieved."